Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, at the second firing, after the reload was connected and checked the opening or closing of the jaws, the jaws would not open. The product was not used to the patient. Another device was used to complete the case. There was no patient injury.